Event description:
It was reported that the base of the cot does not lock into the fastening system in the ambulance. It was reported the locking pin in the retaining post was incorrectly installed. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Customer improperly installed locking pin in the cot retaining post.